Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain, chills and cloudy effluent. The patient presented to the emergency room and was subsequently admitted to the hospital and diagnosed with peritonitis. Two days after diagnosis the patient was treated with intraperitoneal vancomycin (dose unknown, repeated two days later and four days after last dose). The following day the vancomycin was switched to intravenous route (dose, frequency and duration not reported) and the pd catheter ¿was discontinued.¿ the patient was placed on in-center hemodialysis therapy three times a week. The patient was recovered from this peritonitis event. No additional information is available.